Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of circulated inventory; a damaged sterile packaging pouch was identified. The issue was discovered during stock inspection prior to use and the sterile barrier was compromised. There was no patient involvement. Attempts have been made and no further information has been provided.